Manufacturer narrative:
(B)(4). UDI # unknown. The used sample was received with original packaging. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was connected to vacuum suctioning equipment. Upon connection, the sound of air leaking was noted, identifying a leak in the system. While attached to the suctioning equipment, the distal end of the catheter was then inserted in a beaker of water with methylene blue, fluid did advanced through the catheter indicating the suction was occurring in the device. When the thumb valve was fully depressed, the suctioning increased. The suctioning also occurred when the valve was placed in the locked position. The reported event is confirmed. No exact root cause has been identified, however a potential root cause is manufacturing related. A review of the device history record for lot number m5089t503 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving an unknown number of patients. This is the seventh of seven reports. Refer to mw# 8030647-2016-00056 for the first report. Refer to mw# 8030647-2016-00057 for the second report. Refer to mw# 8030647-2016-00058 for the third report. Refer to mw# 8030647-2016-00059 for the forth report. Refer to mw# 8030647-2016-00060 for the fifth report. Refer to mw# 8030647-2016-00061 for the sixth report. Refer to mw# 8030647-2016-00062 for the seventh report. A report was received from spain stating the user noted the closed suction catheter thumb valve leaking. There was no patient injury, the nursing staff took notice and removed the catheter. Additional information has been requested but not yet received.